Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A medtronic representative reported that, while in a cranial resection, the patient tracker was intermittently establishing communication. Re-positioning the emitter, switching ports on the interface box and switching trackers did not resolve the reported issue. The representative reported that the operating room (or) in use has berchtold lights being used, which would result in the reported issue.